Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to the patient having a sinus tachycardia. The patient required urgent reprogramming to adjust the parameters. The patient was in the hospital being treated for a sinus tachycardia and was stable. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to the patient having a sinus tachycardia. The patient required urgent reprogramming to adjust the parameters. The patient was in the hospital being treated for a sinus tachycardia and was stable. No adverse patient effects were reported. The device remains implanted.